Event description:
Patient was tested on the suspect device with an inr result of 3.7. When the deoctor reviewed the result, he did not believe it. The patient had been stable and had run lower. The patient came back later in the day and the suspect device result was 4.2 inr. A lab was drawn and that value was 2.7 inr. No controls were used. The device was replaced and requested to be returned for evaluation.